Event description:
The patient was revised due to subsidence.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device subsidence. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.